Event description:
The customer reported broken/damaged. There was no patient involvement reported.

Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they replaced broken bezel, rear case, third party bottle and patient pressure sensor, third party keypad, latch and corroded iuis. Based on the findings, service determined that the proximate cause of the reported issue was due to broken/damaged lvp mech assy 8100.

Event description:
The customer reported broken/damaged. There was no patient involvement reported.